Event description:
Additional information received indicated that programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed the patient's implantable cardioverter defibrillator (ICD) was oversensing t-waves. No changes were made. There were no patient consequences throughout.